Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing high, out of range shock impedance measurements. Technical services (ts) explained that with the observed values, shocking therapy could be truncated. Finally, a new device was implanted, and a commanded shock was delivered, still with high, out of range shock impedance as the real value. Shock impedance checking through device was down, but still high, out of range even before the commanded shock. The physician removed calcified scar tissue from the pocket. The old rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead had been showing high, out of range shock impedance measurements. Technical services (ts) explained that with the observed values, shocking therapy could be truncated. Finally, a new device was implanted, and a commanded shock was delivered, still with high, out of range shock impedance as the real value. Shock impedance checking through device was down, but still high, out of range even before the commanded shock. The physician removed calcified scar tissue from the pocket. The old rv lead remains in service. No additional adverse patient effects were reported.